Event description:
During the procedure, the physician moved the scope and the patient suffered a small vaginal burn. Per the physician its a 1st degree burn the size of an eraser a 3 millimeter circle. The physician applied silvadene cream . The case was aborted.

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. Device disposed.